Event description:
The customer called to report an alarm during bolusing. Troubleshooting was performed. The pump passed the testing. It was indicated that the customer pushes on back of the plunger and felt resistance. Also it was found that the customer does not clean the lead screw. Advised the customer to change the reservoir, set and the site. Instructed the customer on proper lead screw cleaning technique. During the call the customer mentioned that they have been hospitalized three times. The bgs appear to be fine until customer vomited. At that point the customer's bgs were high and ended up in dka. The doctor was working to find the cause but could not find anything negative.